Event description:
It was reported that during an a-fib procedure there was a pericardial effusion. The effusion was confirmed with ultrasound at the end of the case. At that time the physician decided that it was not severe enough to warranty intervention. After the patient had been in recovery, the physician checked the effusion with ultrasound again and then decided to drain the fluid surgically. The patient was stable and had been released. The physician stated that there would be no long term effects.

Manufacturer narrative:
Concomitant products used during the procedure: carto 3 system: model #: m-4800-01, (B)(4). Cool flow irrigation pump: model #: m-5491-02, (B)(4). Stockert rf generator: model #:m-5463-01, (B)(4). The customer stated that there was no deficiency with biosense webster products or equipments. (B)(4).